Event description:
The customer received a blood glucose reading of 350mg/dl on the contour next usb meter. He re-tested three times on two non-bayer meters and received readings of 157, 168, 172mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer